Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events: 3 events were reported for this quarter. Product return status: 11 devices were received for evaluation. 2 devices were available for evaluation but have not yet been received. Evaluation status: 11 reported events were confirmed during testing. 1 device was found to be affected by a disassembly of a retaining ring. 4 devices were found to be affected by a disassembly of a retaining clip. 3 devices were found to be affected by a disassembly of a locking lever. 3 devices were found to be affected by a trigger disassembly. Additional information - this device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes 13 malfunction events in which the device had a component detach. 13 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 13 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 1 devices were received. 1 device was not available for evaluation.   Evaluation status confirmed 1 reported event was confirmed during testing. - 1 device was found to be affected by disassembled blade mount.   Additional information 13 devices were not labeled for single-use. 13 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 13 </noe> malfunction events in which the device had a component detach. 13 events had no patient involvement; no patient impact.